Event description:
Sweats [hyperhidrosis], rash mostly on left knee [rash], fever [pyrexia], chills [chills], swelling of left leg from knee down [joint swelling]. Case description: a spontaneous report was received in 04/21/2009, from a patient designee regarding a (B)(6) male patient with a history of osteoarthritis, (B)(6), who experienced a rash mostly on the left knee, extreme swelling of the left leg from the knee down, fever, sweats and chills after starting synvisc. The patient had no previous treatment with synvisc. On (B)(6) 2009 and (B)(6) 2009, the patient received injections of synvisc in both knees. On (B)(6) 2009, four days after the second injections, he developed a rash mostly on the left knee, extreme swelling of the left leg from the knee down, fever of 103 degrees, sweats and chills. Treatment included a prednisone pack that did not alleviate his symptoms. On (B)(6) 2009, he started treatment with keflex. It was reported that since starting keflex, the rash is subsiding and the swelling has gone down slightly. On (B)(6) 2009, the patient's designee reported that a dermatologist confirmed that what the patient experienced after his synvisc injections was not an allergic reaction, but was due to infection.

Manufacturer narrative:
Evaluation summary: the product lot number was not provided therefore; a batch record review is not possible. It is the requirement to review all finished batch records for conformance to specifications prior to release. Any out of specification result is identified and mitigated through the ncr process. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.